Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. During evaluation the device alarmed system error 345. The device was found out of specification in relation to the customer reported system error 345 which was reproduced through troubleshooting. A review of the event history log identified multiple system error 345 messages. The cause was identified to be upstream thermistor was out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.